Event description:
I had lasik at (B)(6) in 2011. The day after my surgery the doctor had left on a vacation to climb a mountain. Sub doctor dealt with my immediate discomfort by prescribing medicines that caused me to have severe reactions. One almost detached my retina according to what the doctor told me when he finally returned. Apparently the medication had raised the ocular pressure from the teens into the 40's. They fed me a drink for glaucoma pts which immediately reduced the pressure. I had come in on several occasions because of discomfort, the last visit I was told that the visits would no longer be considered part of my lasik surgery visits and that I would have to start using my eye insurance along with my deductible. To this day, I have discomfort in both eyes. I have, since the surgery, complained about discomfort in my right eye, which has an odd feeling like it most days, and will sometimes have a sharp black dot in it. Both eyes have discomfort in the top lid area that feels like paper cuts on my eyeballs.